Event description:
This was a left-sided lead extraction performed in the operating room to remove a total of 2 leads (mdt 5076-ra and mdt 6947-rv; 132mths old), due to an acute infection. Both leads were prepped with a lld-ez and lasing began on the ra lead with a 12f sls ii. Progression slowed and the md upsized to a 14f gl with a 33cm visisheath-m, with minimal progression made to the innominate. The md switched to the rv lead, lasing with the same 14f gl and visisheath-m combination, progressing no further than the innominate. After manually advancing the visisheath, minimal progression was made with the 14f gl on the rv. The md switched back to the ra and then again the rv lead with little progress. A 9f cook shortie was opened and advanced to the proximal coil but was fraying the lead so it was removed and the 14f gl placed over the ra lead with no further progression. The patient's vitals remained stable throughout. As no progression was being made the decision was made to convert to an open chest extraction and the cvs was called into the room. A partial sternotomy was performed to access the innominate/svc junction in order to free the leads. Upon opening, the cvs noted a ~3cm tear of the innominate which was successfully patched with a bovine patch. Still unable to extract the leads a full sternotomy conversion was performed, both rv and ra leads removed and patient was closed. The patient was reported as recovering.